Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported during the pacemaker device change out; the device changed to safety mode. It was noted the device had undergone a software update on (B)(6) 2025 but was not interrogated again until the day of the scheduled generator change. During the procedure the patient experienced symptoms of twitching and anxiety, the patient was sedated the device was surgically explanted and replaced. The explanted device is expected to be returned. Besides surgical intervention, no additional adverse patient effects were reported.